Event description:
Physician reported an event of "lung infection" treated with medication and hospitalization for a pt in the (B)(4) study.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of an infection as follows: contraindications: the lap-band system is contraindicated in: pts who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists. "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."